Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4) the device manufacture date was documented as unknown in the initial report. It has been updated to march 01, 2017. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and determined that the device locking mechanism unlocked during use. Therefore, the reported condition was confirmed. It was noted that the issue with this device is due to a design issue and has since been changed to remove material from two different surfaces to improve the latching mechanism by allowing the lever to travel further when closing. The assignable root cause was determined to be due to device design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4)- the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the kincise broach-adapter device did not hold the actis broach device securely. It was further reported that the locking latch unlocked when tested with the impactor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.